Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was underfill. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "blood was not drawn into several tubes."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:1259281, medical device expiration date: 2022-12-31, device manufacture date: 2021-09-16. Medical device lot #: 1288717, medical device expiration date: 2023-01-31, device manufacture date: 2021-10-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated du to additional information: d9. Device available for eval: yes d9. Returned to manufacturer on: 12-jul-2022 h.6. Investigation summary bdj received 8 actual used samples (lot#1259281 and #1288717), 100 unused samples, and 8 photos were returned by the customer in support of this complaint. No customer samples were received at the manufacturing site from lot 1288717. The photos show the customer samples without blood in them, tubes with stoppers that have been punctured, and bdj testing using colored water. Draw testing was conducted at bdj using 20 unused tubes in corrected condition at 1 atm. It was confirmed all 20 tubes drew correct volume of water. Ave. 1.87 ml. Please refer to attached photo and pdf. 100 unused customer samples on lot 1259281 and 8 photos were returned to be evaluated. The 100 customer samples were inspected for damage with 0 visible defects. A draw test was performed at the manufacturing site on 10 sample tubes. The tubes were within specification limits. (Refer to attached draw sheet) 10 production lot in-house retention samples from lots 1259281 and 1288717 were inspected with 0 visible defects. A draw test was performed at the manufacturing site on retention samples. All tubes were within specification limits. (See attached draw sheet) bd was unable to duplicate or confirm the customer¿s indicated failure mode because the customer samples, retention samples, and photos did not exhibit the customer¿s failure mode of ¿underfill¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was underfill. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "blood was not drawn into several tubes."